Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. The third party service agent then replaced the user interface (ui) flex cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not returned to manufacturer.

Event description:
The customer, a third party service provider, contacted physio-control to report that when the device was powered on the device screen would remain in self test and restart automatically. This behavior is indicative of a device lockup condition and, as a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.